Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 500mg/dl. Customer stated they declined to troubleshot because she knows the root cause was due to not entering the carbs. The insulin pump will not be returned for analysis.